Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a case of severe left pulmonary artery stenosis caused by the deployment of a large pda occlusion device successfully resolved through a carefully considered surgical strategy", was reviewed. The article presented a case study of a 20-month-old female patient with a history of patent ductus arteriosus (pda) and mitral regurgitation (mr). The pda was noted to be extremely large. A large amplatzer duct occluder was selected for implant on an unknown date to treat the pda. The device was implanted with part of the device protruding into the left pulmonary artery (lpa). A percutaneous transluminal angioplasty (pta) was performed, and the patient's symptoms improved. However, a lung perfusion scan at 1 year and 6 months showed a marked right-left imbalance. Echocardiography demonstrated accelerate flow in the lpa and cardiac catheterization revealed severe stenosis. Moderate mr also persisted. The decision was made to surgically explant the device and perform lpa reconstruction and main pulmonary artery (mpa) to lpa bypass. [The primary and corresponding author was hideyuki okawa, three 1-1-10 nagoya minami-ku, aichi 4578510 japan.]